Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the ibp accuracy failure. During testing, the fse observed that both upper hinge covers were missing and the hinges were bent. The fse realigned the left and right hinge and ordered hinge covers. The fse later returned and installed the right and left upper hinge covers. The iabp unit passed all functional and safety tests per factory specifications; was returned to the customer and cleared for clinical use.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, the invasive blood pressure (ibp) was not reading accurately. No patient harm or adverse event was reported.